Event description:
It was reported that there was a patient alert due to high impedance on the right ventricular (rv) lead. It was also reported that the physician was not sure if the high impedance was due to a connector issue with a newly implanted implantable cardiac defibrillator (ICD) or a fracture of the rv lead. The trend data showed that right after the implant that the rv lead superior vena cava coil impedance jumped up to 100 ohms then back to a baseline of 60 ohms. Follow up was attempted, however, was unable to gather additional information. The ICD remains in use and the rv lead was explanted and replaced. No patient complications have been reported as a result of this event.

Event description:
It was reported that there was a patient alert due to high impedance on the right ventricular (rv) lead. It was also reported that the physician was not sure if the high impedance was due to a connector issue with a newly implanted implantable cardiac defibrillator (ICD) or a fracture of the rv lead. The trend data showed that right after the implant that the rv lead superior vena cava coil impedance jumped up to 100 ohms then back to a baseline of 60 ohms. Follow up was attempted, however, was unable to gather additional information. The ICD and rv lead remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.